Event description:
Per incident report submitted: "acute hemorrhagic stroke with presenting symptoms of seizures. Assumed related to heartware lvad. Intubated and sedated emergently. Initial CT of brain showed 2.8 x1.3x1.5 cm intraparenchymal hemorrhage within the anterior inferior right frontal lobe and mild associated mass effect on the falx without significant midline shift. F/u CT of brain 10 days later showed bleed size stabilized at 2.2 x 2.7 x 3.8 cm with slight increase in surrounding hypo-density. Current interrogation of the lvad does not suggest pump thrombosis. No plans for surgery to replace device. Patient discharge from acute care planned soon".